Event description:
It was reported the patient was told by the manufacturer representative (rep) that her leads may have moved. The patient had problems with her leads since they were ¿turned on¿ after surgery. The patient was always told it was positional. However, when the patient had her first appointment with the rep to adjust her stimulator at the physician¿s office, the physician had just performed a procedure that was unrelated to the spinal cord stimulator. The rep had taken a look at the lead placement during the surgery and a ¿picture of the procedure¿ the patient had just had. The rep said it ¿kind of looked like the leads had moved.¿ this was reportedly a couple months ago. Additional information received reported the last contact the rep had with the patient was about a month ago, the exact date was unknown. The visit was for a reprogramming to reset the sensor. There was no indication that the leads had moved. As far as the rep knew, there were no x-rays taken that would confirm ¿that or anything like that.¿ the outcome from that visit was that ¿it seemed better¿ and the patient was going to try it and let the rep know if she had any other issues. The rep had not heard back from the patient. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).